Manufacturer narrative:
(B)(4). The delivery system was returned including the sub-assembly, the distal and proximal trigger wires, the distal set screw, and sub-assembly. It was confirmed during the investigation of the distal wire trigger grip, that the proximal wire was inadvertently captured in the set screw of the distal wire trigger grip, as well as correctly captured in the proximal wire trigger grip. The distal wire trigger grip was found with permanent deformation to the inner surface as well as near the insertion point of the set screw, presumably created by the large forces of the proximal trigger wire on the distal wire trigger grip during the deployment procedure. Further examination of the removed set screw revealed additional evidence that both trigger wires were captured in the distal trigger wire trigger grip, as three grooves were present on the outer diameter of the set screw. Devices built to specification would typically show evidence of only one wire being present. The returned trigger wire was also examined. It was noted that the distal end of the wire was found to be deformed. However, it was unclear at the time of the investigation if this deformation was caused by the hemostats used to remove the wire from the delivery system, or as a result of being captured through the distal wire trigger grip. The cause for the difficulty was found to be manufacturing related as the proximal trigger wire was inadvertently attached to both trigger grips, as opposed to only to the proximal wire trigger grip. A large amount of force used by the physician was transferred directly to the distal trigger grip set screw, which prevented the physician from being able to properly remove the proximal wire from the device. Upon removal of the set screw, the proximal trigger wire was free from entrapment and able to be easily removed from the delivery system. Each device is inspected for the following: both trigger wires are confirmed to be the proper size and properly positioned in their respective release mechanism/trigger grip. The proper routing of the trigger wires into their respective release mechanism/trigger grip. Training for manufacturing and quality personnel was addressed. Testing of relevant in-house product did not reveal any additional issues. We will continue to monitor for similar complaints.

Event description:
A (B)(6) male patient, underwent emergent aaa repair on (B)(6) 2010. A zenith main body zt was advanced and deployed via the left femoral approach with no issues. The surgeon attempted to remove the trigger wire assembly from the top cap and was unsuccessful. The thumb screw was removed without incident. The surgeon started various methods to check the top cap, such as retracting on the cannula ... Etc, no difference. He then started to follow the approved protocol for stuck trigger wires. The surgeon was able to forcibly retract the trigger wire assembly release mechanism enough to cut the wire and remove the assembly. As he was twisting the wire around the hemostats, he noticed that the trigger wire was extending out of proximal trigger wire assembly, but appeared to be crammed or caught by a short grooved metal looking tube approximately 7 mm long. The surgeon was able to remove it without too much difficulty and the wire came out very easily. Case proceeded without incident. Updated information on (B)(6) 2010: the patient did expire during recovery. Patient's cause of death was a ruptured aaa, patient could not recover from the rupture. Expiration had nothing to do with the reported trigger wire difficulties. When the patient left the operating room, his pressure was stable and his color was better then when the case had started. The stress from the procedure was too much.